Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the device evalaution (h10): the customer's allegation was confirmed. In addition, the g2 field was corrected as "health professional" and "company representative" were inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image flickered/blacked out during angulation due to worn image sensor unit. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "inspection of the endoscopic image.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis lucera elite bronchovideoscope experienced a no image issue during the angulation of the intended diagnostic, bronchoscopy procedure. There was no delay. The facility finished the procedure with a similar device. The patient was not under sedation. There was no report of patient harm or injury associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation was not confirmed or reproduced. However, due to damage on charged cable device unit, the image disappears during angulation in up/down direction. The damage was directly related to a crack on the insertion section, breakage of the image sensor from wrongful handling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.